Event description:
It was reported that the customer had an accident at work that broke the insulin pump and his belt clip. The customer's blood glucose level was 153 mg/dl. The reservoir compartment was damaged and the face of the insulin pump was scratched. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.